Event description:
It was reported that the device was displaying a service icon and had an error code in memory that indicates a potentially critical failure. It was also indicated that when device is turned upside down there is a sound of debris inside of the device. There were no reports of pt use associated with this event.

Manufacturer narrative:
Physio-control continues to investigate the reported failure and will submit a supplemental report on this event to the FDA.